Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels no delivery. The customer's blood glucose level at the time of incident was 435mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer states the alarm was resolved by complete set and reservoir change. The customer would be receiving replacements.